Event description:
This lv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was made to technical services on 7/14/2014 stated that this lead had impedance issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).